Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 200mg/dl. He retested using another meter and received readings from 100-113mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting during the call revealed no product problem. Product is not expected to be returned for evaluation.